Event description:
It was reported that the charger for an ilet device was not working despite an attempted charge with the hard case removed and a solid green indicator light, consistent with a charging problem involving the battery charger. Customer care provided support that included charger replacement logistics. Investigation of this case revealed a power source problem consistent with a device charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.